Event description:
After implantation of the aortic body and iliac limb stent grafts by percutaneous access, the contralateral iliac limb was narrowed due to pre-existing heavy calcification and stenosis. The physician inserted and deployed an iliac extension stent graft and upon delivery system removal, the nosecone was caught on the proximal end of the iliac extension stent graft, folding the graft edge into the luminal space, preventing delivery system removal. As a result of attempts to remove the delivery system, an endoleak and transient drop in blood pressure occurred which was resolved with implantation of an additional iliac extension stent graft. The physician completed a surgical cut down to gain access and remove the delivery system. Upon completion of the implant procedure, the physician stated that he chose not to post-dilate the iliac stenosis prior to introduction of the iliac extension delivery system in order to minimize introduction of additional accessory devices that may lead to vascular trauma.